Event description:
It was reported that the user experienced gaps in blood glucose readings on the ilet bionic pancreas while receiving continuous readings on the dexcom g7 continuous glucose monitor (cgm) app, consistent with signal loss between the dexcom g7 sensor and the ilet; the user had replaced the sensor after a replace-sensor alert and had been starting sensors in the dexcom app rather than on the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact reported. User support included troubleshooting and user education, including guidance to initiate the sensor on the ilet first to establish the primary connection. Investigation of this case revealed that intermittent connectivity to the ilet was likely due to sensor start workflow leading to app-first pairing, which can prevent stable pairing with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup and transient signal loss contributing to intermittent communication gaps between the cgm and the ilet.